Event description:
A us distributor contacted zoll to report that a patient developed a abrasion/open wound under the lifevest equipment. The patient described the area as rubbed raw under the electrode and te pad that scabbed over. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use for the open wound. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.